Manufacturer narrative:
The device was pulled from archive to perform additional testing. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population. Technicians noted the gate oxide defect found during previous testing had occurred post-explant and is not the primary cause of the device anomaly.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code for voltage too low for the projected remaining capacity along with premature battery depletion. This crt-d was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.